Event description:
It was reported that the pump indicates was not properly connected. Upon investigation, it was identified that downstream occlusion (dso) sensor was defective. This malfunction makes the event reportable. There are unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone- (B)(6). The suspect pump was returned for evaluation. A review of the 12-month service history confirmed that the last serviced on may 23, 2023. A visual inspection and functional testing were conducted, during which the downstream occlusion (dso) sensor was defective. The reported issue was confirmed; however, the probable cause was attributed to a dso sensor defective. As a corrective action, the dso sensor will be replaced. Following this, resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks.